Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the isi clinical sales representative (csr) and instructed to remove the filters which could be the cause of this overheating if they are dirty. The csr stated the filters were removed by the customer and based on customer feedback, the day¿s surgeries went well and there was no overheating of the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A log review revealed temperature warnings pointing to the video processing (vp) unit, with suggestions to check filters.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an or nurse indicated that the system shut down by itself 2 minutes after an overtemperature alarm was generated. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer had already rebooted the system but the issue persisted. The nurse also stated that the vision side cart (vsc) was noisy today in the front. The tse informed the nurse that there are the filters there but as they are in the middle of surgery, they won't open it to keep the or sterile. The customer was going to convert the case to open surgery.